Event description:
A complaint was received that indicated that only half of the "hundreds" display is being shown. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided to the customer.